Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a non-sustained right ventricular oversensing merlin.net alert was noted during remote follow-up. An egm was evaluated, and the recommended programming changes were made. The nurse paced the patient at 100 ppm and was unable to not reproduce the oversensing. The patient was asymptomatic and stable throughout.

Manufacturer narrative:
.